Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope preprocessor, soluscope serie4, using peracetic acid. The device was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria ( 1 bacillus cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: -there was a leakage from the control section. -the bending section rubber was worn. -the control section was damaged. -the braking force of the up/down angulation control knob was too low. -there was a flaw in the universal code. -there was play in the angulation. -the ccd cover lens was slightly scratched. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, olympus medical systems corp. (Omsc) surmised that it was unlikely that bacteria were detected on the device due to defects in the device. -defects were identified on the device, but the location where the bacteria were detected could not be identified, so the causal relationship between the reported event and the defect was unclear. -ofr collected samples from all channels after reprocessing according to the instruction manual, and the culture test of the samples was negative. The instruction manual clearly states the device usage method, cleaning method, and storage method. Omsc reviewed the reprocessing information provided by the user facility, but could not confirm that the user facility was reprocessing the device in an appropriate method. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Distal end: aerobic microorganisms (4 cfu/sample) at 30 ¿ for 3 days, aerobic microorganisms (4 cfu/sample) at 30 ¿ for 5 days pseudomonas spp. Was detected in the sample collected from the distal end. All channels: aerobic microorganisms (<1 cfu/sample) at 30 ¿ for 3 days, aerobic microorganisms (<1 cfu/sample) at 30 ¿ for 5 days the result of the microbiological testing corresponded to the action level of the (B)(6) guideline. There was no report of infection associated with this report. The device was returned to olympus (B)(4) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.